Event description:
A report was received that the patient could not charge the ipg as it was vertical in the pocket. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the charging issue was that the patient had some weight gain that may have attributed to the tilted ipg.

Event description:
A report was received that the patient could not charge the ipg as it was vertical in the pocket. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.